Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of an nc emerge balloon. There was contrast in the inflation lumen and blood in the guidewire lumen. Microscopic examination revealed that the outer shaft was stretched and tore from the midshaft bond all the way down to the proximal balloon bond. The inner shaft was separated just past the exit notch and majority of the inner shaft was buckled. Microscopic examination presented no damage or irregularities to the hypotube. The balloon was loosely folded. Microscopic examination presented no damage or irregularities to the balloon and the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. Vascular access was obtained via the radial artery. The de novo target lesion was located in the mildly tortuous and non calcified left anterior descending (lad) artery. A 2.50mm x 20mm nc emerge balloon catheter was advanced to dilate the lesion. However, when the balloon was retracted, it felt hard to remove back into the guide that the physician need to take the 2 non bsc guide wires out together with the balloon catheter. When the balloon was examined, it was noted that the balloon in the plastic part after the hypotube was elongated due to the resistance encountered upon removal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. Vascular access was obtained via the radial artery. The de novo target lesion was located in the mildly tortuous and non calcified left anterior descending (lad) artery. A 2.50mm x 20mm nc emerge® balloon catheter was advanced to dilate the lesion. However, when the balloon was retracted, it felt hard to remove back into the guide that the physician need to take the 2 non bsc guide wires out together with the balloon catheter. When the balloon was examined, it was noted that the balloon in the plastic part after the hypotube was elongated due to the resistance encountered upon removal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.